Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Service quote has been provided to customer for the replacement of the proportional valve, the three-way solenoid valve and the system board to address the issue.